Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a sternum closure, the surgeon used the zipfix application instrument to tighten the implant. The instrument did not retract properly. The surgeon had to manually tighten the implant. The procedure was completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development reports the sample was received without any signs that it had been lubricated during the clinical reprocessing as required per instruction for use. The cause of this instrument failure is related to the grinding (galling) of some of the instrument parts. A review of the device design, specifications, material, mating parts and/or user technique did not show issues that could have caused or contributed to this complaint event. Manufacturing review reports, the plastic bearing sleeve is slightly deformed and therefore out of specification. This deformation can be traced back on wear and tear during use. Several wear marks were visible at other components. However, all parts were cleaned, lubricated and reassembled again to resemble the usual manufacturing process of the device. Function testing revealed the application instrument was fully functional as required. It is concluded that the complained malfunction is indicative of insufficient lubrication during reprocessing. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.